Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Customer states that they are unable to clear the alarm. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with no esc and act button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.